Manufacturer narrative:
Date of event: (B)(6) 2019.date of report: 09/05/2019.the manufacturer's field service engineer (fse) performed troubleshooting. The unit did not shut down but the customer reported it possibly stopped ventilating the patient. The fse was unable to duplicate the reported event. The fse completed performance verification testing (pvt) and the unit passed. No issues were found with the device.

Event description:
It was reported that the unit either shut down or cease ventilation while in use. The device was in use at the time of the event; however, there was no patient harm. The customer does not wish to provide any further details at this time.